Event description:
It was also reported that the patient had inappropriate shocks due to t-wave oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was later reported by the patient that they had "pain and suffering" and "problems" since the implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.